Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml saline fill china sp barrel/flange was damaged. The following information was provided by the initial reporter: "the patient was admitted for treatment with cerebral hemorrhage. On (B)(6) 2020, the nurse prepared to keep the needle unobscured. After opening the package and wearing gloves, the syringe was found to be partly damaged, which made it impossible to use, immediately replaced the new product to complete the operation."

Manufacturer narrative:
The following fields have been updated with corrections: h.3. Reason code for no evaluation: other; if other, specify: see section h.10. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml saline fill china sp barrel/flange was damaged. The following information was provided by the initial reporter: "the patient was admitted for treatment with cerebral hemorrhage. On (B)(6) 2020, the nurse prepared to keep the needle unobscured. After opening the package and wearing gloves, the syringe was found to be partly damaged, which made it impossible to use, immediately replaced the new product to complete the operation"